Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the implant does not screw, the threads seems to be damaged. It does not screw/insert during the placement. Doctor finished the procedure placing other implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,mcol mg,4.1mm,11.5mml (tsvm4b11) implant was returned for investigation. Visual inspection of the as returned product identified damaged (shiny/worn) external threads, but no apparent malfunction to the inside threads or drive feature from visual/functional testing. Some scratches can be seen due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number 1246900. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1246900) for similar events using complaint category keywords damaged threads and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and reported event was confirmed.